Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise over-sensing and far-r over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that the patient presented remotely via merlin.net. The transmissions indicated that the right atrial lead experienced noise oversensing and far-r oversensing, leading to inappropriate at/af episodes. No intervention was performed. There were no patient consequences." Rather than "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise over-sensing and far-r over-sensing. No intervention was performed. There were no patient consequences."

Event description:
It was reported that the patient presented remotely via merlin.net. The transmissions indicated that the right atrial lead experienced noise oversensing and far-r oversensing, leading to inappropriate at/af episodes. No intervention was performed. There were no patient consequences.